Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was instructed to plug the wall adapter into a functioning outlet for at least 30 consecutive minutes to see if the pump would begin charging, and a follow-up was scheduled to verify if the issue was resolved.